Event description:
User facility medwatch report mw5162027 received that states, "a transfemoral valve in valve tavr procedure took place, implanting a 26mm sapien 3 ultra valve within the patients pre-existing non-(B)(6) 25mm epic supra valve. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)." It was reported that on an unknown date, a 25mm epic supra valve was implanted during an aortic valve replacement. On (B)(6) 2024, a transcatheter aortic valve implantation was performed by implanting a 26mm non-abbott valve within the pre-existing valve.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of valve-in-valve implantation and structural valve deterioration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported degraded and structural valve deterioration could not be conclusively determined. The reported surgical intervention was a resulted of case-specific circumstances, additional valve was implanted (valve-in-valve).

Event description:
N/a.